Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 9035945. All inspections were performed per the applicable operations qc specifications. There were two (2) notifications [(B)(4)] noted that did not pertain to the complaint. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned.

Event description:
It was reported that needle issues were found during use with bd insulin syringes with the bd ultra-fine¿ needles. The following information was provided by the initial reporter, I notice 2 defective needles in a bag of 10 needles. One had lumps on the needle shaft. The second the shaft was not round and there was no point on the needle. 6 others were used. 2 were grossly defective. I still have 2 left in the bag that look normal. Lot 9035945 c. I have been using your needles for over 4 years without issues previous to this lot. I hope this helps with quality control. I have one other bag from the same prescription fill that are from the same lot. I will examine then closer than usual. Per us com update in snow on 10/10/2019 from phone call on 2019-10-10 10:18:15: consumer called in replied to email we sent to him. Provided the ndc # and his address. Verified lot # and needle issues. All out of 1 packet from this box found 2 syringes with issues. First syringe the needle/metal part had lumps on it. 2nd syringe when looking at the needle in the light can see point of needle was rounded. Was able to draw up insulin but then it clogged when he pressed it out over his sink. Did not inject with it. Dc 2 occurrences were reported.